Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed on the device. Device is under fsca battery advisory. Device showed 5.5 years of longevity in (B)(6) of 2016 however the device reached eri and eos may of 2016. Additionally device was unable to be interrogated and patient received an alert for device charge time out. Device was explanted and a new device was implanted. Patient was stable.